Manufacturer narrative:
This event was determined to be supplemental. The manufacturer's investigation will be submitted under MFR# 2916596-2024-03347.

Manufacturer narrative:
No additional information. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the on 23may2024 the patient's driveline was suspected to be damaged and a pump stop was recorded. The patient was admitted and put on battery power.